Event description:
Home health nurse reported pump reading a system error. She tried to restart and troubleshoot with no luck. Nurse attempted to complete infusion by gravity however the patient became agitated. Patient ripped out his IV. Patient received approximately 50-100 ml of infusion. Patient did miss dose. Unknown if patient experienced any additional adverse events. Unknown if defective product is on hand for return to manufacturer. Pharmacy is replacing pump. No further information, details or dates provided. Unknown if md is aware. Serial number: (B)(6).